Event description:
It was reported that the device's bag hooks may have been assembled in an incorrect position. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was returned for investigation. Due to no device being returned, the investigation was unable to determine what problem occurred. If the device is returned, the investigation will be reopened and any results from the investigation will be filed in a supplemental report.